Event description:
Reference medwatch 05026200000-2006-8006 attached.

Manufacturer narrative:
The initial reporter was contacted to return item. The initial reporter gave another contact. The second contact indicated that the device was returned already and repaired. Coopersurgical has no records of the return.